Manufacturer narrative:
Qn# (B)(4). A device history record review was performed on the epidural catheter with no relevant findings. The customer reported the catheter was leaking. The customer returned one opened kit. The snaplock adapter and epidural catheter were removed from the returned kit and visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical with no observed defects or anomalies. The customer reported the catheter was leaking. The customer returned one opened kit. The snaplock adapter and epidural catheter were removed from the returned kit and visually examined with and without magnification. Visual examination of the returned snaplock adapter revealed that the snaplock adapter appears typical with no observed defects or anomalies. Visual examination of the returned catheter revealed that the catheter appears typical with no observed defects or anomalies. Other remarks: the reported complaint of the catheter leaking could not be confirmed based on the sample received. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The returned catheter passed a functional leak test. There were no functional issues found with the returned catheter. (B)(4).

Event description:
It was reported that while the device was being operated, the drug leaked and could not be used properly so the physician did not use it; he finished the procedure with teleflex's same product. There was no reported patient injury.

Manufacturer narrative:
(B)(4). The device investigation report has not been submitted at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while the device was being operated, the drug leaked and could not be used properly so the physician did not use it; he finished the procedure with teleflex's same product. There was no reported patient injury.